Event description:
It was reported that the patient underwent a lumbar fusion procedure from l4 to l5 using rhbmp-2/acs on (B)(6) 2012 . Patient's post-operative period was marked by increasingly severe pain in her low back and lower extremities, with associated radiculopathy. Patient manages her debilitating pain with an aggressive narcotic pharmaceutical regimen under the oversight of a pain management physician. Patient continues to experience severe and unrelenting back pain, radiating pain to the right leg, numbness in her right leg, and weakness in her left leg. She has difficulty walking and uses a cane to ambulate.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: lumbar instability, stenosis, and post laminectomy spondylolisthesis and kyphosis. The patient underwent the following procedures: anterior lumbar diskectomy and interbody fusion with prosthetic allograft and bone morphogenic protein. As per operative notes,¿ a 12 mm lordotic allograft of the appropriate size was selected. Bone morphogenic protein was placed within the allograft. The graft was then shaped to the appropriate width, height and depth following measuring the prepared and distracted interspace. The graft was then inserted with a tamp and counters unk a few millimeters. Intra-operative imaging was obtained to confirm appropriate positioning of the interbody spacer.¿ no intra-operative complications were reported.